Manufacturer narrative:
H3, h6: we have not had the opportunity to evaluate the complained device. All supplied information has been reviewed and we are not able to determine a root cause or relate the reported issue to a device failure. The data presented in the aged article does not provide insight or relevance to current clinical outcomes for the product/device. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded. In addition, the physician referenced in the abstract provided an analysis of all of the attached images. Therefore, no further interpretation of the attached images are required. No further medical assessment is warranted at this time. Local infection can occur due to previous systematic infections, the patient had experienced pre-existing microbiological results, that required treatment. A documentation review has been conducted, confirming previous complaints of this nature, the instructions for use and risk files, mitigate the reported issue with no updates required. This investigation is now completed with no escalations or corrective action deemed necessary. Without a valid lot, serial number we cannot perform any additional investigations, but we will continue to monitor for adverse trends relating to this product range. Smith & nephew continue to control the release of batches/devices against manufacturing specifications as part of our approved quality management system.

Manufacturer narrative:
Internal complaint reference case (B)(4). Postal code (B)(6). Wood, f., martin, l., lewis, d., rawlins, j., mcwilliams, t., burrows, s., & rea, s. (2012). A prospective randomised clinical pilot study to compare the effectiveness of biobrane® synthetic wound dressing, with or without autologous cell suspension, to the local standard treatment regimen in paediatric scald injuries. Burns, 38(6), 830-839. Doi: 10.1016/j.burns.2011.12.020.

Event description:
On the literature article named "a prospective randomised clinical pilot study to compare the effectiveness of biobranew synthetic wound dressing, with or without autologous cell suspension, to the local standard treatment regimen in paediatric scald injuries", the authors of the study reported that during burn wound treatment with biobrane, one patient developed wound infection and skin infections. The patient had positive cultures for s. Aureus. However, it was noted that the patient had multiple concurrent pre-existing positive microbiological results that required a combination of antibiotic therapies before starting the treatment. The patient received antibiotic therapy for the wound and skin infections as well. No other patient complications were reported. The patient outcome is resolved.